Manufacturer narrative:
All available information was investigated, and the reported unintended movement (clip open - efaa) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported unintended movement (clip open - efaa) could not be determined as the issue was not identified in device analysis. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4 and enlarged atrium. A mitraclip xtw was used, but the clip continuously opened from 10-20 degrees to 120 degrees during the first establishing final arm angle (efaa). A second efaa was attempted, but the clip continuously opened from 10-20 degrees to 120 degrees. Therefore, the clip was removed and replaced. One clip was then successfully implanted, reducing mr to grade of 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.